Event description:
Complainant reported that vascular brachytherapy was successfully completed and the radiation source train was returned to the transfer device. The catheter experienced resistance upon extraction from the patient nitro was administered, and the catheter was able to be removed. At this point, the complainant observed blood in the catheter and a crimson color in the source train chamber of the transfer device. The patient was reported to have normal readings; no post-procedural complications were reported.